Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings in b5, the evaluation found the light guide cover glass had a dent, the light guide bundle had a stain, due to damage on the objective lens; a foggy image occurred, the suction cylinder had corrosion, and the image was blurry. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while using the bronchofiberscope, a half portion of the image was not clear or was blurry. The issue was found during a general routine inspection of the bronchofiberscope by the customer. The device was returned for evaluation. During the device evaluation, the forceps channel port was found to be shaved off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have occurred, by contact of the biopsy channel port with metallic part of the endo therapy accessories and/or cleaning brushes at insertion/withdrawal. However, a definitive root cause could not be determined. User may detect the event, by handling the device in accordance with the following instructions for use (IFU): ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.